Event description:
It was reported the patient fell and had a gradual loss of therapeutic effect. Impedance testing was performed. During lead revision, the appearance of the stimulator was questioned. The stimulator was replaced. The patient had recovered without sequela and was receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va052e7, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), implanted: 2013-(B)(6), product type programmer, patient. Product ID 3889-28, lot# va052e7, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the interstim ii s/n (B)(4) found insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.